Event description:
Patient reported the kidney infection for them and they were on their 3rd dose of antibiotics. Patient did not know the event date but implanted on (B)(6) 2015. Patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.